Event description:
A customer reported that during a procedure, a foreign body "projected" into the pt's retina. Add'l info was provided indicating that during a planned pars plana vitrectomy with scleral buckle and endolaser, the surgeon observed "particles" in the eye. One of the particles managed to enter the subretinal space through the retinotomy. The surgeon was unable to flush the particle out and laser treatment was performed 360 degrees around the particle. The case was completed without further incident. The pt recovered without complications.

Manufacturer narrative:
The sample was not returned for eval. The device history record for the affected lot was reviewed. No abnormalities that could have contributed to this event were found and the sample was released according to the manufacture's acceptance criteria. The root cause could not be determined. (B)(4).